Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that multiple knife blades were dull during surgery. Patient involvement and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the knives were noted to be dull prior to making the full incision. Alternate knives were obtained in order to perform and successfully complete each procedure. There was no impact to any patient.

Manufacturer narrative:
Additional information is provided in sections device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Sixteen unopened knife samples were received for the report of dull blades. For a sample lot of 16 knives with a critical level 1 defect and an aql of 1.0%, the sample plan of 13 knives was evaluated. The randomly selected 13 samples were visually inspected and were found to be conforming. The 13 knives were then functionally tested for penetration and were also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned unopened samples were found to be conforming therefore, a complaint described as dull blades was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined. Because the actual complaint samples were not returned the exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required the manufacturer internal reference number (B)(4).